Event description:
It was reported in a literature article that a patient underwent successful y configuration stenting where a stent (subject device) was deployed from the superior branch of m2 to m1 followed by deployment of a second stent from the inferior temporal branch of the m2 to m1 to reconstruct a middle cerebral artery aneurysm base. The patient was discharged without any neurological defects on the 30th day. A follow up angiogram 22 months post procedure revealed disappearance of the aneurysm and the presence of an asymptomatic stenosis at both m2 segments. No additional information is available.

Manufacturer narrative:
The subject device is not available for analysis; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, in-stent stenosis is a known risk associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported in a literature article that a patient underwent successful y configuration stenting where a stent (subject device) was deployed from the superior branch of m2 to m1 followed by deployment of a second stent from the inferior temporal branch of the m2 to m1 to reconstruct a middle cerebral artery aneurysm base. The patient was discharged without any neurological defects on the 30th day. A follow up angiogram 22 months post procedure revealed disappearance of the aneurysm and the presence of an asymptomatic stenosis at both m2 segments. No additional information is available.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. The complaint source is a literature article of a retrospective review on sole stenting of ruptured aneurysm occurring by july 2012. Subject device remained implanted.